Event description:
During an angoplasty procedure, the plunger tip separated from the plunger when the plunger was rapidly pulled back. Another syringe was connected to the catheter and the procedure continued. There were no adverse consequences to the patient.